Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds. Subsequently, the patient underwent a revision and this lead was surgically abandoned and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to include additional information in the fields b5. Describe event or problem and h6. Adverse event problem.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds due to a micro-dislodgement. Subsequently, the patient underwent a revision and this lead was surgically abandoned and was replaced. No additional adverse patient effects were reported.